Manufacturer narrative:
The insulin pump passed all functional testing that was performed. The device was received stuck in a motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.(B)(4)

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. The insulin pump was successfully rewound and it was advised to discontinue use and revert to a back-up plan. The customer's blood glucose was reportedly high. Nothing further was reported.